Event description:
It is reported that during a pressure flow wire procedure, performed through a 6 f jr 4.0 w/sh launcher guide with a non-medtronic wire, the wire passed through a side hole in the guide catheter past the transducer. The wire could not be pulled back into the guide catheter as the transducer lodged on the outside of the side hole. When trying to remove the wire, it got caught on the sensor and ripped the wire apart. Guide and wire were removed together and a new non-medtronic wire was again placed into the patient where the wire once again went through the side hole and became stuck. The launcher and the wire were removed together. Guide and wire were advanced and with great care the side hole was avoided. The procedure was completed without further incident. No patient harm was reported but the procedure was prolonged. Evaluation summary: received for evaluation was one 6f jr40 launcher guide catheter coiled up in a bio bag with original packaging. Closer visual inspection noted damage to the side hole. The catheter exhibited a severe kink on the proximal side hole and also a significant crushed section 1cm from the tip. Side holes were aligned with the curve and measurements were found to be within specs.

Manufacturer narrative:
Evaluation, results: related to operational context (complex procedure with multiple devices being used). Conclusion: operational context caused or contributed to the event (complex procedure with multiple devices being used). (B)(4).